Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product sample photos were received for evaluation. Visual inspection found the shape of the severed area is compatible with damage caused by a needle reinsertion. The root cause of the reported issue was found to be potential improper use of the device, failure to follow device instructions. No corrective action will be implemented at this moment; however, we will monitor the recurrence of this type of defect and if a trend will be identified, a corrective action will be recommended.

Event description:
It was reported that when it was time to take out the catheter it resisted. When it was out, the tip was missing and when checking the insertion point the tip was in the epidermis. Tip was extracted and on call pediatrician was made aware of the situation.

Manufacturer narrative:
E4 is unknown, no information provided to date. Additional patient information received (updated b5, a2, a4).

Event description:
Additional information was received which included patient date of birth and weight.

Event description:
Additional information was received via email on 03-aug-2022: patient information was updated.

Manufacturer narrative:
Other, other text: additional information was received via email on 03-aug-2022. (B5)